Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the device was booted with controller error, which was confirmed via logs to be the same controller error seen in field. Optical bench connection points were checked with no issues observed, a optical bench power was unplugged and pins were measured which read 5v and optical voltage was checked. A good optical bench was swapped in and the controller error cleared. Therefore, the root cause of the controller failure was due to the optical bench is drawing too much current, and pulling down the voltage supply from the pbm. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported an automated impella controller (aic) emitting an error alarm. The aic was power cycled 3 times and still gave the same error message. The instruction for use (IFU) was followed and a backup controller was used instead. There was no patient involved or impacted.